Event description:
Pt's mother emailed dexcom technical support on (B)(6)2010 to report that she removed a failed sensor from pt five days after insertion. Pt's mother reported that a portion of the sensor wire was missing upon removal and believes it may be retained in pt's skin. Pt was fine at the time of her mother's call.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.